Event description:
It was reported that a faradrive steerable sheath clear had an air ingress issue. During a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation the physician noticed that when he aspirated at the flush port, a lot of air bubbles were observed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no outer abnormalities were observed. The device was evaluated through leak testing and observed to fail at sealing pressure within the sheath. Removal of the handle cap to inspect the internal components found the joint of the flush lumen to be covered in dried blood, cleaning of the dried blood confirmed the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub, resulting in a leak path. Inspection of the hemostatic valves found the external valve to be punctured on one side of the valve, compromising the device ability to seal pressure within the sheath. It was also found that the flush lumen was torn by the adhesive filet joint and an attempt to pressurize the flush line, caused the area to leak as suspected. The "cause traced to component failure" conclusion code was selected for the allegation of "visible air/bubbles" as the external valve was found to be punctured and failed at sealing vacuum pressure within the sheath. The "cause traced to device design" conclusion code was selected for the secondary finding of the flush lumen defect.

Event description:
It was reported that a faradrive steerable sheath clear had an air ingress issue. During a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation the physician noticed that when he aspirated at the flush port, a lot of air bubbles were observed. The device was replaced and the procedure was completed successfully. No patient complications were reported. The use of the device to treat a persistent atrial fibrillation is considered an off-label use. The device has been received at boston scientific post market laboratory where it's waiting for analysis.